Manufacturer narrative:
UDI number: ni. Establishment name: (B)(6). Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3003853072-2018-00109.

Event description:
It was reported that a screwdriver was broken and a blocker was damaged during final tightening within surgery. The procedure was completed using an alternative screwdriver and blocker. There were no reported patient impacts associated with this event. This is report one of two for this event.

Manufacturer narrative:
UDI number: (B)(4). The returned blocker was evaluated. The external threads were found to be damaged in a manner consistent with the cross-threading the blocker into the mating pedicle screw during installation. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.

Event description:
It was reported that a screwdriver was broken and a blocker was damaged during final tightening within surgery. The procedure was completed using an alternative screwdriver and blocker. There were no reported patient impacts associated with this event. This is report one of two for this event.